Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the pump was replaced. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 4 mg/ml bupivacaine at minimum rate, 4.5 mcg/ml prialt at minimum rate, and 20 mg/ml morphine at minimum rate via an implantable pump for non-malignant pain. It was reported that a motor stall was seen at initial interrogation and the patient did not recently have an MRI. The pump status and/or event log reported that a motor stall occurred. Withdrawal was reported as patient symptoms and it was considered a sudden change in therapy/symptoms. The event date was stated as (B)(6) 2017. There were no further complications reported.

Manufacturer narrative:
Interrogation of the pump determined it was used to infuse morphine, bupivacaine, and prialt. Destructive analysis found gear train anomalies due to corrosion, wear and/or lubrication, and a stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.